Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis patient (pd) on continuous cycling peritoneal dialysis (ccpd)reported having peritonitis. Upon follow up, the pdrn stated the patient¿s peritonitis was unrelated to the use of the any fresenius device or product. The pdrn declined to provide further information regarding the event, patient, and diagnosis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis patient (pd) on continuous cycling peritoneal dialysis (ccpd )reported having peritonitis. Upon follow up, the pdrn stated the patient¿s peritonitis was unrelated to the use of the any fresenius device or product. The pdrn declined to provide further information regarding the event, patient, and diagnosis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set . It was reported by the pdrn that the adverse event was unrelated to use of any fresenius device or products. All dialysis treatments include risk of infection due to a compromised immune system and dialysis techniques increasing the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis.